Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of non-sustained ventricular oversensing was observed while the device was performing a capacitor maintenance check. The patient condition was good and normal monitoring will continue.